Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 23, 2021. The investigation of the returned device was completed by the failure analysis lab on october 3, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. The event described could not be confirmed as the tissue expander was returned without detectable damage. Although no product defect has been identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the tissue expander. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the tissue expander is indicated. Infection is a known complication associated with any surgery. Per the database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it meets all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded that the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Additional information was received on august 4, 2021. The patient's date of birth was obtained and populated in a2. The implant date was obtained. The device was implanted on (B)(6) 2021. The patient identifier was obtained and populated in a1. Additional information was received on (B)(6) 2021. The tissue expander, previously reported as unknown, is a 455cc artoura breast tissue expander. The lot (7665606) and catalog number (smxp110ruh) were obtained. The device was explanted on (B)(6) 2021. Additionally, infection was one of the reasons for explant. A manufacturing record evaluation was performed for the finished device 7665606 number, and no non-conformances were identified. Reason for device explant and/or reoperation: infection/deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who had an unknown mentor tissue expander placed experienced deflation post procedure. As a result, the device was explanted on an unknown date.